Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system failed to properly save and recall patient image data. No patient serious injury or death was reports related to this event.